Event description:
It was reported in the service report that the retaining post assembly was missing. The customer reported that they did not know if there was pt involvement or of there adverse consequences to report.

Manufacturer narrative:
Results - retaining post assembly.